Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an error messaged was displayed during a software upgrade on the device. Technical support was contacted and determined the device battery was too low to complete the software upgrade successfully. The patient was stable.

Event description:
Additional information was received indicating that no intervention will be performed.